Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose values were 502 mg/dl, 504 mg/dl. The current blood glucose level is 304 mg/dl. The customer was treated for high blood glucose with correction bolus. The customer was experienced symptoms of high blood glucose level such as felt muscles tightening, dehydrated. The customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.